Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked prior to use. The pump was filled with bupivacaine 0.125% in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacture date: october 18, 2016 ¿ october 19, 2016. One actual infusor unit was received at the for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection on the unit via the naked eye shows no evidence of leak. A functional leak test was performed by manually filling the bladder with green colored water. During and after fill, no evidence of a leak was identified. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.